Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an infusion flow issue and an alarm issue of the device on (B)(6) 2018: "pump # 906417 - pump was programmed and it counted down but it was not pumping any fluid to the patient. No alarm went off to signal a problem, it was counting down just like it was working, but it was not and counted all the way down to 0. It showed the whole amount had been infused, when it had not." The initial reporter also confirmed on (B)(6) 2018 that the administration set was not clamped above the device and the tubing was not misaligned at the bottom of the pump door. The initial reporter confirmed that no patient injury occurred for this event on (B)(6) 2018.

Manufacturer narrative:
The reported infusion flow and alarm issue were not confirmed. The device was found to have flow rate accuracy of -1.96%, which was within the +/-5% specification. The device was tested and all specifications were met on 01/25/2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00010).